Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/06/2015 and found the probe rinse block (rb1) not reaching the tip of the probe (insufficient travel) and probe waste dripping. The fse cleaned the rinse block travel arm to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported a bloody fluid leak of unspecified volume from a coulter lh 500 hematology analyzer onto the counter while running patient samples. There were no error messages observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.